Event description:
It was reportedly not possible to set-up the subject home monitor at patient home. Helpdesk reported that the patient initiated transfert (pit) button stayed green without changing to the fixed (or blinking) red. No pairing was possible. It seems that the home monitor certificate is not valid.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190326 - file-2018-00305 - analysis_and_closure_report_resp-2018-01778.pdf].

Event description:
It was reportedly not possible to set-up the subject home monitor at patient home. Helpdesk reported that the patient initiated transfert (pit) button stayed green without changing to the fixed (or blinking) red. No pairing was possible.it seems that the home monitor certificate is not valid.